Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump did not power on after having replaced the battery. At the time of the call, the reporter mentioned that the battery cap may have not been placed back on the pump correctly, but was unable to remove the battery cap to confirm. The reporter claimed the battery cap would only spin when they attempted to remove. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):a review of the black box shows no activity outside normal use on the reported event date. Visual inspection revealed that the battery cap is damaged and the battery compartment threads are stripped. The battery cap returned with the pump was unable to hold an electrical connection and power loss was duplicated. A test battery cap was used to complete investigation. The pump powered on appropriately to the verify screen and was exercised for 24 hours without additional power issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.